Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience high blood glucose levels. The blood glucose level was 400 mg/dl. Reportedly, the customer stated being sick. The customer delivered a correction bolus with the pump to address bg. During the troubleshooting call, the customer reported experiencing a high blood glucose level. The customer blood glucose was 251-254 mg/dl. Troubleshooting with tandem technical support, it was indicated that an incomplete bolus alert was declared. The customer noted the bolus was not delivered because it was not confirmed. The customer was educated about the incomplete bolus alert and the customer acknowledged.